Event description:
Information received by medtronic indicated that the pump was exposed to water. Troubleshooting was performed and found that pump was dropped. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The customer reported accidently dropping the pump into a toilet (moisture damage). Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the battery tube threads, crack in the case on the battery tube side that starts at the left belt clip rail, another crack in the case that runs horizontally across the battery tube about where the bottom of the battery is located, cracked middle (enter) keypad button. The pump was received without a battery cap. The pump was received with a critical pump error (open book image). Unable to perform the displacement and self tests due to the critical pump error (open book image). Attempt to download/upload using crest/thus was partially successful. Unable to completely upload the detail trace because thus times out. The adapt tool confirms that a pump error 4 occurred on 07/16/2023 @ 13:00:08. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board, keypad flex cable terminal; pcba1--j7, j6, j5; pcba2--j1, lcd flex cable terminal; motor flex cable terminal. In summary, the customer¿s report of moisture damage was confirmed during testing. According to what's written in the adapt tool, the critical pump error (open book image) and the pump error 4 are due to a hardware error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.